Event description:
An alleged incident occurred on (B)(6), 2009 at the methodist dallas medical center during a surgical procedure. The pt's attorney stated that "during the course of the c4-c5 and c5-c6 anterior cervical diskectomy and fusion surgery, the tip of the adson dissection hook blunt used, unknowingly and without warning broke off and became lodged in the operative area of the cervical spine. Pt advised that the broken tip was lodged in close proximity of the spinal cord that it could not be removed and therefore was left in the pt's body." There was no pt injury reported as a result of this event. This info was provided by the pt's attorney in a letter to miltex. The product identification number was not provided by the pt's attorney. On (B)(6) 2010, no further info available from the pt's attorney.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.